Manufacturer narrative:
Three (B)(4) specimens were tested, with a retained sample of reagent lot 23507li00, showing normal performance without (B)(4) results. Panels are internal measurement standards used to test product performance prior to lot release. Since the (B)(4) panels were used as replacement of low running (B)(4) patient specimens, the primary objective was to obtain a reactive result, which was successfully demonstrated with all three panels. In addition, two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018) were tested using reagent lot 23507li00 to assess the clinical sensitivity of the reagent lot. The obtained results were compared with architect hiv ag/ab combo test data from the manufacturer (zeptometrix) for these seroconversion panels. For both panels, reagent lot 23507li00 detected the same bleeds as reactive with comparable s/co values as the data from the manufacturer. Complaint records for the affected lot number were reviewed and did not identify any problems relating to the customer observation. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the customer observation. A specific reason for the discrepant result comparing the western blot and the architect hiv ag/ab combo result could not be determined. (B)(4) are detected by their capability to bind to the viral p41 protein used in the architect hiv ag/ab combo assay. Since the antibodies from the baby derive from maternal-infant transmission the concentration diminishes over time, and the antibodies against the viral p41 protein in the sample from the (B)(6) child were most likely present with a low titer close to the detection limit of the assay, whereas the assay was able to detect the antibodies in a previous drawn sample. The (B)(6) architect hiv ag/ab combo results for the sample of the (B)(6) baby do not imply a reduced sensitivity of the assay towards low titer antibody samples, as native patient specimens with a low titer of antibodies would be detected by the antigen side of the architect hiv ag/ab combo assay. The architect hiv ag/ab combo assay is designed to have superior seroconversion sensitivity. This is achieved by optimized sensitivity for the viral antigen, as in all low titer samples a high concentration of viral antigen is detectable during the early phase of infection (seroconversion phase). Review of the product labeling concluded that the issue is sufficiently addressed. Based on the evaluation performed, the product is performing as intended and no product issues were identified.

Event description:
The customer stated that (B)(6) architect hiv ag/ab combo results were generated in (B)(4) 2013 for a (B)(6) baby born from an (B)(6) mother. Sample from the baby tested western blot ((B)(6)). The baby tested (B)(6) until (B)(6), and then tested (B)(6). Testing of viral load and dna pro-viral resulted (B)(6).draw date architect hiv ag/ab combo results(B)(6) 2013 (B)(6) (sample ID (B)(4))(B)(6) 2013 (B)(6) (sample ID (B)(4))no adverse impact to patient management was reported.